Event description:
Reporter indicated that pt's generator was explanted due to infection. The physician unscrewed the connectors and left the lead intact and no damage has been done to the lead. A reimplant is planned after the infection clears up. Attempts to obtain additional info have been unsuccessful to date.